Manufacturer narrative:
E.1 the initial reporter name is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) has a power issue and a system self-check failed. The aic was removed from service. No patient harm has been reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues and aic - system self-check error has been completed. The console logs are consistent with complaint and show communication failures, causing console crashes and reboots. Eventually the console was unable to boot-up. Inspection of the console electronics - in particular power battery manager (pbm) board - did not reveal any corrosion or mechanical damage. Attempts to retrieve firmware from directly from pbm1 microcontroller were unsuccessful and the microcontroller was non-responsive (pbm2 firmware and microcontroller were fine). The cause of the aic issue was a defective pbm board.